Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6)2024 using a small flexnav delivery system. The patient had a pre-existing history of right bundle branch block. It was noted that there was calcification extending beneath the aortic annular plane in the interventricular septum. The device was implanted at a final depth of 1mm. On (B)(6) 2024 the patient went into complete heart block. On (B)(6)2024 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of complete heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had with right bundle branch block. There was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 1mm. Based on the available information, the root cause of the reported event could not be conclusively determined. However, it is possible that patient comorbidity may have contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a pre-existing history of right bundle branch block. It was noted that there was calcification extending beneath the aortic annular plane in the interventricular septum. The device was implanted at a final depth of 1mm. On (B)(6) 2024 the patient went into complete heart block. On (B)(6) 2024 a permanent pacemaker was implanted. The patient status was stable.